Event description:
The international customer reported that the unit alarmed due to an air valve liftoff failure. The philips field service engineer confirmed there was no patient involvement.

Manufacturer narrative:
(B)(4).